Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.